Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm and then a motor error alarm afterwards. The customer's blood glucose was 477 mg/dl. The customer treated himself with a manual injection. Troubleshooting could not be completed because the customer had resolved the alarm with an infusion set change. The customer stated that he received the motor error alarm during a bolus and basal delivery. The customer was able to complete the rewind sequence. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.